Event description:
Nurse reported to baxter (B)(4) of an extension set in which a leak was observed at unknown location of the set. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "of an extension set in which a leak was observed at unknown location of the set" was confirmed during functional test of the sample. A leak was observed on the bottom of the 0.22 micron millipore filter of the set. The assignable root cause of the reported condition is determined to be the filter that is a part of the set. The supplier of the filter was notified as part of the corrective action. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.